Event description:
Related manufacturer reference number: 2017865-2023-11349 related manufacturer reference number: 2017865-2023-11351 related manufacturer reference number: 2017865-2023-11354 it was reported that patient presented with infection noted on the patient's implantable cardioverter defibrillator system. The system was explanted on (B)(6) 2023. No further patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received a device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal and found no malfunctions. The cause of infection could not be traced to the device.